Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 149-150 mg/dl.